Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory after review of the device image. Two normal device resets occurred within a short period of time, forcing the device into backup mode. After reloading the product code, the device functioned normally. The backup could not be reproduced.

Event description:
It was reported that patient was admitted to intensive care unit, patient was hypertensive and had received shocks for ventricular tachycardia. Pulse generator went in to backup vvi. Delayed charge time was observed on the high voltage charging histogram. The device was upgrades to dual chamber implantable cardioverter defibrillator and patient was discharged without any known issues.